Manufacturer narrative:
H3, h6: the navio drill part number 101209, s/n (B)(6), intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptoms may have been mechanical component failure, therefore causing the motor to overheat. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during surgery, the e6 error appeared multiple times and the drill had overheated. The anspach drill was swapped for its backup to continue the procedure with a delay of less than 30 minutes. No other complications were reported. This is the second of two cases.